Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented, electrical resistance and cross continuity test results were within specifications. No anomalies were found. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a fall, and was picked up underneath the armpits. As a result the right ventricular (rv) lead is suspected as dislodged with exhibited no capture, and undersensing. The lead was explanted and replaced, and no patient complications have been reported as a result of this event.